Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the "anal opening, above the dentate line" during an internal hemorrhoidal ligation procedure performed on (B)(6) 2023. During the procedure, the bands were twisted and could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the "anal opening, above the dentate line" during an internal hemorrhoidal ligation procedure performed on (B)(6) 2023. During the procedure, the bands were twisted and could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle and ligator housing) was analyzed, and a visual evaluation noted that the returned ligator housing had seven bands attached and some of them were moved. The suture thread was in good condition, and it had the seven knots. Additionally, it was unfolded from the ligator housing and the ligator housing still had the seven bands attached. The handle slot had the trip wire inserted. The ligator housing teeth were bent/damaged. The suture hole of the ligator housing was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the suture thread was fully unfolded from the ligator housing, and the ligator housing still had the seven bands attached. This suggests that the device could not deploy. Additionally, the ligator housing teeth were bent/damaged. The bent teeth suggest an incorrect application of tension to the trip wire at the time of deployment. Perhaps the manipulation or the technique used, could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.